Event description:
It was reported that during an oral procedure, the patient received a second degree burn which was treated with a cooling ointment. According to the oral surgeon, the procedure was completed with another handpiece and there is no scarring or additional treatment expected at this time.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. Based on the investigation, the handpiece operated as intended and the alleged failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This contact can result in the bur guard overheating and melting. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.